Event description:
It was reported that noise was observed on both leads when the patient raises their arms. The patient did not receive any inappropriate therapy. The leads were capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.